Event description:
A high drain error 114 (night drain cycle 14) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 04:52:01. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The cause for iipv was undetermined as there was lack of evidence to make a determination. If any additional information is received, a follow-up will be sent.